Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm blank display due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had critical pump error alarm. The customer's blood glucose was 123 mg/dl. The customer stated that the insulin pump was exposed to the moisture and noticed that it died. The customer stated that the contact on the battery cap was neither damaged nor corroded and the spring was not damaged. The device will be returned for the analysis.